Event description:
A medtronic representative reported that, while in a spine procedure, using fluoronav, the surgeon alleged an inaccuracy. The surgeon stated that when touching the tops of the pedicles, the software was showing being either too high or too low, but not touching the pedicle. The software was completely accurate laterally, but not in the anterior posterior (ap) direction. It was unclear if the surgeon checked accuracy before starting to navigate. The surgeon confirmed being satisfied with the screw placements. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 07/23/2015 a medtronic representative, following-up at the site, reported there was no delay in the procedure. Patient was not impacted as proper screw placement was confirmed with the c-arm. After speaking with the surgeon, it was determined that a clamp used in the procedure may have explained the inaccuracy as it ws leaning on the reference frame. The surgeon was navigating l3-l4. Frame was placed on l-5. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. After speaking with the surgeon, it was determined a clamp used in the procedure may have explained the inaccuracy as it was leaning on the reference frame. IFU states, "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."